Event description:
Patient reported right side with occasional shooting, burning pain implant exchange. Healthcare professional additionally reported right side capsular contracture, bake grade iii. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, g1.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: visual analysis of the returned device identified deformation and brown particles. A weight test of the device was verified and the device was within specification. Cloudy after autoclave disinfection process in the gel was observed. Based on the device analysis the final assessment is no issues found related with the manufacturing. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii. Allergan did not submit this MDR within 30 days of becoming aware. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported right side with occasional shooting, burning pain implant exchange. Healthcare professional additionally reported right side capsular contracture, bake grade iii. The device has been explanted.